Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat peripheral artery disease using a turbohawk device. It was reported that the physician used the device to make approximately 5 passes and then removed it for cleaning, per IFU. When the device was withdrawn it was reported that the blade would not retract into the cutter window. The procedure was completed using a new device. No patient injury was reported. Evaluation summary: the device was received for evaluation. The turbohawk was inspected and a clear plastic type material was observed behind the cutter. A strip of this same material was protruding approximately 2mm from the cutter window. Attempts were made to pull out the materials using a tweezers, however resistance was encountered and it could not be removed. Material is likely the sheath material that was cut upon insertion and wrapped around the driveshaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.